Event description:
The facility reported a colleague infusion pump malfunction with a damaged battery. There was no information provided about when and in which care area this event occurred. The facility representative also did not provide information in regards to patient/user involvement, injury or medical intervention during this occurence. This condition has the potential to interrupt delivery. The user interface module software is unknown at this time. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem, a damaged battery that was attributed to faulty main batteries, was a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module master software version for this device is 5.09.90. A service history review revealed that this device has been previously sent into service for the reported condition of "damaged battery." The batteries and battery harness were replaced each time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.